Manufacturer narrative:
Pharmaco vigilance comments: the serious event of vascular occlusion and the non-serious events of haematoma, discolouration, hypoaesthesia, paraesthesia and warmth at implant site were considered expected, and possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. Potential contributory factor include intravascular filler injection leading to vascular occlusion, and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem, and will not initiate a corrective, or preventive action. Manufacturing narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-oct-2020 by a registered nurse, which refers to a (B)(6)-year-old female patient. The patient had no medical history or allergies. The patient does not routinely use any other medications. The patient had not received injections of cosmetic fillers or toxins in the past. This was the first time patient had fillers. On (B)(6) 2020, the patient received treatment with 1 ml restylane kysse (unknown lot number), 0.5 ml to each lip using 25 gauge 1 and half inch cannula with unknown injection technique. One hour later, on (B)(6) 2020, while injecting restylane kysse into the upper lip, hcp believed she injected into the right superior labial artery and noticed a small hematoma(implant site haematoma) with slight discoloration/bluish-purple color(implant site discolouration) but warm to touch(implant site warmth). Hcp reported that she kept the patient in the office, and after about one hour a vascular occlusion(vascular occlusion) developed which presented as bluish-purple color, numbness (implant site hypoaesthesia), and tingling(implant site paraesthesia) to right upper lip moving to right nasolabial fold. The patient was treated with 8 vials of hyaluronidase [hyaluronidase], 4% lidocaine [lidocaine], prednisone [prednisone], ibuprofen [ibuprofen], diphenhydramine [diphenhydramine] and nitroglycerin [glyceryl trinitrate] paste. On (B)(6) 2020, the patient returned to hcp office, received a further 2 vials hyaluronidase and 4% lidocaine with full tissue repair and events resolved. Outcome at the time of the report: vascular occlusion was recovered/resolved. Small hematoma was recovered/resolved. Slight discoloration/bluish-purple color was recovered/resolved. Numbness was recovered/resolved. Tingling was recovered/resolved. Warm to touch was recovered/resolved.